Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the logs had been checked and the patient was scheduled for a spiral CT (computerized tomography) with contrast. The cause of the volume discrepancy was not yet discovered.

Manufacturer narrative:
Section d information refers to the main device. The other relevant component includes: product ID 8780 lot/serial# (B)(6), implanted: (B)(6) 2016, explanted:. Product type catheter, ubd: 05/16/2018 UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp confirmed the pump logs were normal. The results of the CT with contrast were not available because the hcp did not do the study because they could not withdraw. The cause of the discrepancy had not been determined. Explant was planned for (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving baclofen (500mcg/ml at 294.75mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the pump was last refilled on (B)(6) 2019 and everything went fine. The patient went in for a spine fusion surgery the following day and was told that everything went okay. On (B)(6) 2019 the pump logs were checked, programming was checked, and the reservoir was accessed. A volume discrepancy was noted with an actual reservoir volume (arv) of 18ml and an expected reservoir volume (erv) of 6ml. The hcp was to follow-up with another hcp. The patient experienced tightness and spasticity. No further complications were reported or anticipated.